Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports gap/fit issues in molar area at #14 and 15. The patient also noted infection and sensitivity without further details. The patient had wisdom teeth removed last year and suspects the molars are drifting back since they don't have anything to hold them back.